Manufacturer narrative:
Result: scale needed calibration.

Event description:
It was reported by service report that the scale is not functioning. No pt involvement or adverse consequences were reported.